Event description:
It was reported, the videoscope had a deformation and protrusion near the curved part. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's evaluation. The suggested phenomenon of "videoscope had a deformation and protrusion near the curved part" was reassessed post-evaluation, and was deemed a non-potential-adverse event. From the results of evaluation, the following items were observed: deformation and protrusion near the bend, insertion part light guide bundle breakage, insufficient insertion part bending tube angle, eyepiece body deformation, eyepiece body display disappearance, eyepiece ring indication disappearance & ig (image guide) bundle stain at the tip. From the event that was initially assessed as reportable, the deformation was assessed to have most likely occurred due to physical stress being applied to the unit. Olympus will continue to monitor field performance for this device.